Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips from lot # 0jpeg03a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 10 minutes, she obtained a difference of 220 mg/dl between the blood glucose readings obtained on the contour next ez meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.